Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge¿ balloon was selected to dilate the target lesion. However, the shaft of the device broke while being removed from the packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The hypotube shaft was completely separated 67.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon was selected to dilate the target lesion. However, the shaft of the device broke while being removed from the packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.